Event description:
Approx 6 years ago, I had the essure method of female sterilization. These are all of the side effects and symptoms I have had since having it put in. I may of this year, I had the essure removed by having my fallopian tubes removed, and one ovary removed because of the problems and pain that I was having. In (B)(6) of this year, I was hospitalized with a small bowel obstruction and because of the CT scan, I now know that I still have something metallic in my uterus fallopian tube area. Again, these are all the things I've experienced and been seen by a dr for in the past 6 years. Bacterial vaginosis, cramping / stabbing pelvic pain, abnormal menses, excessive bleeding during period, painful ovulation (mittelschmerz), night sweats, painful periods (dysmenorrhea), painful intercourse (dyspareunia), uti (urinary tract infection), bladder infection, nausea, vomiting, gas, constipation, diarrhea, severe bloating, bowel issues. Numbness, brain-fog - cloudiness, forgetfulness, diminished brain function (brain fog, confusion, cloudiness, forgetfulness (short term memory loss), numbness / tingling in extremities, degenerative bone disease, weight issues (loss / gain). Dental issues, adrenal, adhesions (scar tissue in abdomen), excessive and unexplainable bruising, bowel obstruction caused by adhesions.